Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted (B)(6) 2018 with complaints of malaise, decreased appetite, headache, chills and low-grade fever of 99 degrees fahrenheit while at home. The patient was started on cefepime and vancomycin. Blood cultures were positive for gram negative rods and urine culture was positive. The patient was diagnosed with klebsiella bacteremia and discharged home on an unspecified date on IV parental antibiotics for 14 days.

Manufacturer narrative:
Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document 88256. Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information is available. The manufacturer is closing the file on this event.